Event description:
Information was received from a healthcare professional regarding a patients with no patient information available. It was reported on unknown dates a pump refill issue occurred as healthcare professional (hcp) was not able to fill pump completely. It was noted this has happened at the healthcare facility before (5 times total). Healthcare professional did not know the patient's information related to the events, but noted that it had already been reported and they have even had an engineer and representative from manufacturer come out for one instance. It was unknown if any symptoms were involved. There was additional information reported that was not relevant to this event and therefore was omitted; see (B)(4)-difficulty injecting during refill.